Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/ too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4). (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information, the patient has experienced bladder spasms, urgency, urge incontinence, dyspareunia, frequency, overactive bladder symptoms, stress incontinence, hematuria, positive urine culture, left sided abdominal pain, constipation, mesh erosion/extrusion in right dome of bladder requiring removal, wound granularity, wound drainage, wound infection, positive trigonitis, botox injections, recurrent urinary tract infections, hematuria, anemia and required surgical and nonsurgical interventions.